Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump was received with alkaline battery. The insulin pump was received with cracked reservoir tube lip and scratched case. The insulin pump passed the delivery volume accuracy test at 97.44% data analysis: (B)(6) 2016 daily insulin total = 29.100u; (B)(6) 2016 daily insulin total = 37.300u; (B)(6) 2016 daily insulin total = 29.300u; (B)(6) 2016 daily insulin total = 34.800u; (B)(6) 2016 daily insulin total = 26.400u; (B)(6) 2016 daily insulin total = 7.250u; (B)(6) 2016 daily insulin total = 26.400u.

Event description:
Medtronic legal received a notice from the attorney of the customer's family. It was reported that the customer passed away at home. The caller stated that the death certificate states the cause of death as pending further study. The caller stated that the customer could not be woken up and noticed that his lips were blue. The customer was seeing a head doctor because he had concussion from playing football and started having seizures. The caller stated that the customer was cutting grass the night prior to passing. The caller stated that the insulin pump was great for the customer; it kept his glucose level. The caller stated that when the customer was little, he had a boil on the buttock which got infected and that's how they found out that the customer was diabetic. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer used sensors or not.